Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), fatigue, weakness, and light headedness. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.